Event description:
Octreotide hung with channel at 1830 with rate set at 10ml/hr. Writer was in room with patient and family multiple times and bag appeared to be infusing at the correct rate. At 2020 writer found entire 100ml bag of octreotide to be infused while pump read only 14.46ml had infused. Staff person of transplant surgery notified and pharmacist notified. Drip discontinued until 0100. EKG completed and frequent vital signs maintained every 15 minutes for 2 hours and continuous etco2 monitoring. Patient and husband notified of incident and educated about frequent monitoring for safety. The following day, risk management: would like to report this to FDA due to patient impact and requirements of additional monitoring, however, more information is required to submit the report. It is unclear if the device (pump) was sent to biomed for investigation, manufacturer of the pump, model and serial numbers. Ticu nurse manger contacted for information. Event also referred to another nurse manger, and biomedical engineering. Awaiting response to complete report and submit to the FDA.